Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/reporter contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is giving inaccurate reading of "158 mg/dl" compared to "41 mg/dl" obtained on the emergency medical device. The patient's diabetes is managed with self adjusting insulin. The inaccurate high issue began on (B)(6) 2010 at an unspecified time. On that day, the patient reportedly received medical intervention for a blood glucose reading of "41 mg/dl." The patient was transported to the ER by the paramedics. The reporter was not able to provide the specifics about the treatment the patient received at the time of concern. The patient reportedly did not have any symptoms. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the reporter could not provide the time difference between the reported readings. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the patient received medical intervention for a blood glucose reading of "41 mg/dl" on the day the inaccurate issue began.